Event description:
A physician questioned a negative architect i2000sr total bhcg result of <1.20 mlu/ml reported in march 2006. The same patient was reddrawn on the 3rd day and the architect i2000sr total bhcg result was 86037 miu/ml. Sample drawn on march 2006 was retested on the 4th day and the architect i2000sr total bhcg results were 56769, and 56675, and 56918 miu/ml. No impact to patient management was reported.